Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer was admitted to the emergency room, after wearing contact lenses for a few hours which caused acute pain and hyperemia upon removal of contact lenses. The consumer underwent a de-epithelialization of the cornea and diagnosis confirmed excruciating pain, sore eyes, discomfort, pain at 360 degrees, follicular conjunctivitis, surface keratitis (not specified), could not stand the sunlight for days and was weeping incessantly, conjunctival hyperemia and was not autonomous when traveling for a week or more. The patient prescribed with betamethasone and chloramphenicol 5 time a day for 7 days, sodium hyaluronate and xanthan gum gel one drop 5 times a day for 1 week and trehalose 3 percent and sodium hyaluronate 0.15 percent drops one drop at least 6 times a day even on a contact lens every day and unspecified painkillers. The patient recommended to abstain contact lens for 10 days. Symptoms were not recovered at the time of reporting. Additional info has been requested but not yet available.

Event description:
Additional information received on 15nov2022. On 16nov2022, the consumer stated after a short time following a nuisance decided to remove them given the intensity of the pain and although the removal took place in a completely correct way the contact lens which presented malformations (they weren't entirely transparent, they had a patina and surface was not tight but wavy). Once removed the pain instead of improving worsened as the contact lens that had deformities, was adhered to the eye and had torn the epithelial layer of the cornea. The patient took photo on the same day of hospitalization and appears in a telephone conversation in which I mention the annoyance and pain. The lenses appear very dry.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. There was a photo of two lenses provided by the customer. The unaided eye is used to review the photo by the qa production site. Those lenses are brand logo and sapphire blue color. Based on the photos, one lens was in good condition (left) and one lens was in folded condition (right). Further evaluation of the lenses to determine the defect type of the complaint sample could not be performed as no sample had been received by the verification/investigation site at this time. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).